Event description:
This report is based on information provided by the remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint about the tempus pro, indicating that the device cannot charge. The device used at the time of the event is unknown; however, no impact on the patient was reported.